Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the (B)(6) and observed bubbles in the lines coming from the reference electrode which appeared dirty. The fse identified the failure mode as a defective reference electrode. The fse replaced the reference electrode to resolve the issue. Section a2, a4, and a5: information not provided by customer. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low ion selective electrode (ise) patient results on their (B)(6). There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.